Event description:
It was reported that after implantation with the simplicity shooter, scratches/pressure marks were found on the lens. The lens was prepared for implantation with healon pro. It was reported that the surgeon is experienced in handling the simplicity shooter. Through follow ups we learned that the lens was removed from the eye in the same procedure. The material was discarded. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: implant date n/a because the lens was removed during the same procedure. Section d6b - explant date: explant date n/a because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.